Event description:
It was reported that the insulin pump was flashing continuously during a low blood glucose episode, and the spouse questioned glucose accuracy due to a non-working meter; support confirmed the pump¿s safety controls and that it would not deliver insulin below defined thresholds, provided education, and set a timed follow-up while the patient remained at home. Symptoms included hypoglycemia with a reported nadir of 52 mg/dl and subsequent readings trending upward. Outcomes included self-treatment with oral carbohydrates and continued home monitoring without escalation of care. Investigation included technical review and real-time troubleshooting with user education and follow-up planning. Investigation of this case revealed no device malfunction, with pump behavior consistent with design safety features and no identified component failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.